Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The root cause of the broken nail is undetermined but suspected to be caused by fatigue from non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 8/03/2020 that a sign im nail, previously reported as a broken nail, was replaced. The broken im nail was replaced with a 12mm x 420mm standard nail per the sign technique manual. Surgeon commment: "it was another challenging case. There was bone formation over the plate and it was difficult to remove. The distal broken nail was also difficult to remove. I have attached pictures of the technique. Changed the entry point. I think that for proximal femur fractures, the entry point should be more medial. Did reaming and there is characteristic fibrous tissue which I observe in nonunion cases. Inserted the largest available nail. The xray shows better alignment. We added iliac crest graft and also milled the callus over the fracture site and added it back."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undertermined but suspected to be caused by fatigue from non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 1/03/2020 that a sign im nail implanted to repair a fracture was found to be broken during a follow up visit. Surgeon comment: "he has complaint of thigh pain for last 20 days. The nail is broken."